Event description:
It was reported the shaft fractured. During unpackaging of a guidezilla guide catheter extension, the device was pulled out of the protective hoop and snapped in half at the proximal collar. The device was never introduced to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified contrast and blood on the device. Microscopic examination revealed numerous kinks in the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft fractured. During unpackaging of a guidezilla guide catheter extension, the device was pulled out of the protective hoop and snapped in half at the proximal collar. The device was never introduced to the patient.

Manufacturer narrative:
Event date: within the last two weeks - (B)(6) 2015. (B)(4).